Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a lumpectomy procedure there was a jump in atrial lead impedance and then it returned back to the previous baseline from before the procedure due to electromagnetic interference (emi) on the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.